Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her ipg on (B)(6) 2011. It was reported the patient was experiencing severe swelling from her hands, to the ipg site, and down her legs. This occurred whether the stimulation was on or off. The patient's physician prescribed medication to resolve the issue. The patient's issue was resolved when the patient stopped taking dilaudid. The patient used this medication for post-op pain relief. The physician believes the swelling was due to a bad reaction to dilaudid.